Event description:
Reportedly, on (B)(6) 2025, the programmer is stuck on blue screen and the software do not load.

Manufacturer narrative:
Analysis of the returned subject device did permit to confirm the reported event. When the programmer is switch on, a blue screen is displayed with the message "bitlocker recovery". It is impossible to access administrator mode or to enter bios setup, files cannot be extracted. The programmer is out of order and cannot be reghost. Since no files could be analyzed, the main origin of the reported event could not be established with certainty. The most probable hypothesis is that a hardware or firmware issue caused the reported event. The software is not suspected to be responsible for the reported event. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. The programmer is stuck on a blue screen with the message bitlocker recovery usb. Additional analysis is still ongoing, results are not available yet.

Event description:
Reportedly, on 8-october-2025, the programmer is stuck on blue screen and the software do not load.